Manufacturer narrative:
It was reported that a male patient underwent atrial fibrillation (afib)ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (us) suffered cardiac tamponade requiring medication and pericardiocentesis. It was reported by the caller once the case was completed the nurse pointed out that all ablations had been done on 4mm mode instead of all surround flow mode. Irrigation was on low flow setting. The caller stated an ultrasound was done and a small pericardial effusion was noted. The patient was stable. A pericardiocentesis was done. The caller is unsure of how much fluid was removed as they had left the room. The caller states the patient is stable and is unsure if the patient is staying overnight for observation. The physician¿s causality opinion is unknown. There is no information regarding the need for extended hospitalization. The patient had fully recovered. There were no error messages observed on biosense webster equipment during the procedure. Device investigation details: the device investigation has been completed. It was determined there was there was no failure with the unit and no service was needed as the customer declined service. Incorrect settings selection could be related to a user error. However, the root cause of the adverse event cannot be traced to this device since a relationship between the user error and the adverse event could not be clearly established. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Importer¿s ref # (B)(4).

Event description:
It was reported that a male patient underwent atrial fibrillation (afib)ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (us) suffered cardiac tamponade requiring medication and pericardiocentesis. It was reported by the caller once the case was completed the nurse pointed out that all ablations had been done on 4mm mode instead of all surround flow mode. Irrigation was on low flow setting. The caller stated an ultrasound was done and a small pericardial effusion was noted. The patient was stable. A pericardiocentesis was done. The caller is unsure of how much fluid was removed as they had left the room. The caller states the patient is stable and is unsure if the patient is staying overnight for observation. The physician¿s causality opinion is unknown. There is no information regarding the need for extended hospitalization. The patient had fully recovered. The effusion was noticed post use of biosense webster product and post ablation. Transseptal was done with baylis needle. There were no error messages observed on biosense webster equipment during the procedure. Vector and visitag were used for force visualization features. Visitag was used with tag index parameters and no additional filter. For tag color tag index was used. There was no evidence of steam pop. On july 23, 2020, during an internal review it was decided to report the adverse event under the smartablate¿ system rf generator (us) since the contribution of the clinical user error (incorrect catheter setting selection) to the patient consequence cannot be excluded. Biosense webster inc.'s reference number (B)(4) has two reports: (1) manufacture report number # 2029046-2020-00947 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter). (2) importer report number # 2029046-2020-00002 for product code m490007 (smartablate¿ system rf generator (us)).